Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the complaint could not be duplicated or confirmed within investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. No damage or defect was observed to the keypad circuit. Unrelated to the complaint, the bolus button cover was found to be damaged. Moisture was observed on the bolus button contact.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.